Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). The patient was changing their pod and they were feeling very ill, vomiting and in a lot of pain. After the pod was removed they called the ambulance. The paramedics got the patient in the ambulance and started them on intravenous therapy. Once they got to the hospital the patient was diagnosed and admitted. They were treated with zofran and morphine for the first 24-36 hours. They were then put on intravenous therapy and they added sodium chloride, magnesium, lipids, potassium, and insulin. They have stabilized the patient with long acting insulin. Patient was still in the hospital.